Event description:
The report received from the patient's spouse indicated the patient had two cypher stents implanted in an unknown target lesion. Approximately thirty-eight (38) months after the index procedure the patient was reported to be suffering from fatigue and achy joints. A recent catheterization was done and the patient was reported to have a 40-50% blockage of the previously implanted cypher stents. The report also stated the patient's platelet count was low and he has seen three (3) oncologists/hematologists recently. He has also seen a rheumatologist and orthopedic doctor. The patient has had a recent bone marrow biopsy done and is scheduled for a cat scan of his liver and spleen. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The product is not available for evaluation and testing. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2007-00357 and #3003742446-2007-00358. A report was received indicating two cypher stents were associated with fatigue, thrombocytopenia, joint pain and restenosis. The event involved a male with unknown medical history. The indication for admission to hospital is not known. The patient underwent implantation of a 2.50 x 18mm and 2.75 x 23mm cypher stent in unknown lesions. No vessel, lesion or procedural characteristics were provided. Thirty-eight months following the index procedure the patient experienced fatigue, joint pain and thrombocytopenia. The patient then underwent a repeat coronary angiogram thirty-nine months following the index procedure for unknown indications. This revealed 40 to 50% restenosis of the stents. Treatment of the restenosis was not reported. The cypher stents remain implanted in the patient and thus not available for evaluation. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance. Based upon the very limited information, it is not possible to conclusively determine the cause of the events. Please note that this is the initial/final report for this product.